Event description:
Patient reported that adhesive pad loosened before the end of the 24 hour period for the last 3 v-go the patient wore. Patient stated that this occurred (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. Patient stated he discarded the v-gos worn on (B)(6) 2019 and (B)(6) 2019. Patient did not report pain with the event. Patient stated that the adhesive pad loosened after 1 hour of wear in v-go worn today.